Event description:
The service report shows the customer reported that the 840 ventilator display has lines showing in the lower display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self testing.